Event description:
It was reported that foreign black marks were found on the inside of the bd¿ blunt fill needle cap. The following information was provided by the initial reporter: "it is unclear to me what these black marks along the inside of all sides of the needle cap are. Possibly paint? But without being sure I have placed it in a biohazard bag and saved it so it may be tested for contamination if needed. This was found in the... Fetal operating room."

Manufacturer narrative:
The reported lot numbers 1238452, 2117234, 1085382, and unknown were not found for the reported catalog# 305180. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Investigation summary: it was reported there were black marks on the needle shield. To aid in the investigation, four samples in sealed packaging blisters and one photo was provided for evaluation by our quality team. A visual inspection was performed and the shields have black specks of embedded degraded resin. No other defects or imperfections were observed. The photo provided shows a needle assembly with no packaging blister. The shield has black specks. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 305180, and lot numbers 1238452, 1085382, 2117234. The reviews did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the molding process was performed. The settings were correct and the ejection of parts from the mold was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. H3 other text : see h10.

Event description:
It was reported that foreign black marks were found on the inside of the bd¿ blunt fill needle cap. The following information was provided by the initial reporter: "it is unclear to me what these black marks along the inside of all sides of the needle cap are. Possibly paint? But without being sure I have placed it in a biohazard bag and saved it so it may be tested for contamination if needed. This was found in the... Fetal or.".